Event description:
It was reported that the inflatable penile prosthesis (ipp) device was not working. The patient underwent a surgical procedure in which the physician removed the cylinder and pump from the patient and did not notice any visible defects but noted that the device was empty of fluid. Upon injecting saline to the reservoir, a leak was observed in the reservoir that was caused likely by a hole. A new ipp was implanted, and the reservoir was left in the patient. There were no patient complications.